Event description:
Patient had the star total ankle components removed. Will revise at a later date.

Manufacturer narrative:
All three star total ankle components were removed after ten and a half years. An antibiotic spacer was placed temporarily. Will be revised at a later date. Visual eval shows normal wear to poly. Review of mfg records showed no anomalies. Add'l info: expiration date: 11/01/2003. Device manufacture date: 11/01/1998 and 06/01/2003.